Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic lobectomy procedure, while cutting the lung tissue, the device did not fire, the surgeon able to press the green button but unable to squeeze the handle. The surgeon then used 2nd handle, however same issue occurred, so they decided to replace both handle and reload in order to resolve the issue. The procedure was completed with the third handle and second reload without any problem. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Initial visual inspection of the instruments noted no abnormalities. Functionally, the instruments were loaded with a device reload. During testing of the instruments, a skip was noted in the units firing stroke after closure of the reload jaws for both instruments. Access holes were cut into the instrument bodies for visualization of the firing racks. This examination noted sheared teeth on the firing rack at site of initial firing post clamp up for both devices. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.